Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family reported via phone call that customer experienced hyperglycemia. The customer blood glucose level was 470 mg/dl at the time of incident and other relevant blood glucose levels were 192 mg/dl, 130 mg/dl, 272 mg/dl, 231 mg/dl, 192 mg/dl, 281 mg/dl, 297 mg/dl, 307 mg/dl, 289 mg/dl, 300 mg/dl. Customer performed high pressure test and it was passed. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with insulin pump for high blood glucose. Customer reported they did not contact their health care professional regarding the high blood glucose. Customer was neither in emergency room, nor admitted into hospital. Customer reported that the insulin pump was on auto mode at the time of incident. Customer did not allege the insulin pump for under delivery. The customer stated that the cannula was not bent. The device will not be returned for analysis.

Manufacturer narrative:
The initial report and or supplemental report had the incorrect aware date. The correct aware date is september 24, 2019. (B)(4).